Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and rectocele. It was reported that the patient had mesh self cath and mesh was too tight failure so had bladder injury. It was reported that patient underwent removal of mesh and had cystoscopy on (B)(6) 2004 and it was also reported that the patient underwent removal vaginal portion of mesh and cystoscopy. It was reported that the patient had cystoscopy on (B)(6) 2010.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation with concurrent procedures of bladder repair and transvaginal hysterectomy due to stress urinary incontinence and dyspareunia. It was reported that due to pain, urinary problems and infections, the implanting surgeon attempted to remove mesh on (B)(6) 2004. No further information received at this time. (B)(4) ¿ urinary problems.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy due to stress urinary incontinence, prolapse, dyspareunia and menorrhagia.